Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced failures on main full-height (fh) matrix drawer 1 and main half-height (hh) drawers 2.1 and 2.2, and the storage spaces could not be recovered. The field service engineer (fse) found that these drawers were not detected on the bus. The station was powered down, bus cables were checked and reseated, and the area was cleaned of any medication and debris. The station was then rebooted, after which the drawers were detected with all cubie pockets present. The drawers and all cubie pockets were tested using the hardware test application (hta) and functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer recovery indicated requires maintenance, with no physical obstruction found, and the error message device not detected on bus was displayed in the failure section. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.